Event description:
It was reported that the wake button was not working. There was no adverse impact to customer's blood glucose. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.